Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. Since it was solved by updating the y/c cable, it is surmised that there was a problem with the y/c cable, or the y/c cable connection was insufficient.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed on the monitor. The image of the subject device was not displayed on the pc monitor since the y/c out terminal of the subject device was too loose. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
When a local field service engineer replaced the y / c cable that was connected to the pc with another y / c cable at the facility, the image of the subject device was displayed on the pc monitor. A supplemental report will be submitted, if additional or significant information becomes available at a later time.